Event description:
The product was used during a left lower lobectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon peformed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.